Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the footswitch activated without the pedal being stepped on. Another footswitch was used to continue the procedure without any injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the incident foot pedal found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.